Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for crep2 creatinine plus ver.2 (crep2). Based on the data provided, erroneous potassium, glucose, ast and alt results were also identified. All of the initial test results from (B)(6) 2016 were reported outside of the laboratory. The initial crep2 result was 6.57 mg/dl. This result was reported outside of the laboratory. The sample was a cup from the modular pre-analytic (mpa) system. The patient was diagnosed with renal failure and admitted to the hospital late in the day on (B)(6) 2016. A new sample was obtained after the patient was admitted. The crep2 result the morning of (B)(6) 2016 from the new sample was "normal." The actual result was not provided. The patient was released after receiving this normal result. During the patient's hospital stay, the patient was either treated with an IV and a saline flush or one bag of saline via IV during his hospital stay. The patient was not adversely affected due to this. No other medication or treatment was given to the patient prior to his release. On (B)(6) 2016 the original sample tube was repeated on a different c 501 analyzer and the crep2 result was 0.85 mg/dl. The initial potassium result was 3.8 mmol/l. On (B)(6) 2016 the repeat result from the other c 501 analyzer was 4.77 mmol/l. The initial glucose result was 120 mg/dl. On (B)(6) 2016 the repeat result from the other c 501 analyzer was 55 mg/dl with a data flag. The initial ast result was 9 u/l. On (B)(6) 2016 the repeat result from the other c 501 analyzer was 34 u/l. The initial alt result was 5 u/l with a data flag. On (B)(6) 2016 the repeat result from the other c 501 analyzer was 36 u/l. The customer also repeated the other 4 samples that were in the same mpa rack and those results were comparable to one another. The crep2 reagent lot number was 16061701 with an expiration date of 03/31/2017. No other reagent lot numbers and expiration dates were provided. The field service engineer (fse) visited the customer site and was not able to reproduce the issue. Multiple parts of the instrument were checked and verified. The rinse tubing was replaced to make sure there were no issues with the rinse. Precision testing was performed and all results were acceptable. The customer ran quality controls and the results were acceptable. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. Both instrument and reagent problems have been excluded since calibration and quality controls were acceptable; instrument checks by the fse were also acceptable. The customer has not had any additional issues since this event.